Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s intrastent ld doublestrut (unmounted) stent system/intrastent ld max (unmounted) stent system/intrastent ld mega (unmounted) stent system. Survey results received for a interventional cardiologist with 22 years¿ experience who was been using the intrastent ld doublestrut (unmounted) stent system and intrastent ld max (unmounted) stent system and intrastent ld mega (unmounted) stent system since 2017, 2016, 2017 respectively. In the following procedures using the intrastent ld max (unmounted) stent system, 250 occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta) were treated with 140 in the last 12 months. 250 lesions believed to be at high risk of restenosis following pta in the common iliac arteries were treated with 140 in the last 12 months. 240 lesions believed to be at high risk of restenosis following pta in the external iliac arteries were treated with 100 in the last 12 months. 250 lesions believed to be at high risk of restenosis following pta in the subclavian arteries were treated with 100 in the last 12 months. 250 palliative treatment of malignant neoplasms in the biliary tree were treated with 130 in the last 12 months. Total usage: 1240 with 610 in the last 12 months stent migration was reported as a non-device related complication associated specifically with pta or stent placement for occlusive or stenotic disease during use of the intrastent ld max (unmounted) stent system. The event was considered to be very concerning and was previously reported to medtronic no device related complications were reported during use of the intrastent ld doublestrut (unmounted) stent system or intrastent ld mega (unmounted) stent system.